Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; e1; g3; g6; h1; h2; h3; h6. H6: proposed component (annex g) code is mechanical (g04) - inserter. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign - canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that during a total knee procedure, the headed screw was removed using a tibial cutting jig. It was noted to not have the tip upon removal. It appears the tip was left in the patient. The surgeon is aware and stated there is nothing that can be done about it. Attempts have been made and no further information has been provided.